Event description:
Hosp personnel responded to a person described as in cardiac arrest. The pt had been connected to the device with disposable defibrillation/ECG electrodes from the previous day following open heart surgery. According to the rptr, following a countershock, arcing and smoke were seen coming from the apex electrode snap connector. The electrodes and defibrillator were replaced and proper operation was observed. The pt was resuscitated.